Event description:
It was reported that the user experienced hypoglycemia and contacted support to confirm proper pump function; the user had taken oral glucose and synchronized data, and the pump was operating normally with no alerts or alarms. Symptoms included low blood glucose. Outcomes included resolution of the low as glucose levels returned to normal during the call without medical intervention. Investigation included review of synchronized pump reports and user troubleshooting and education. Investigation of this case revealed normal device performance with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unrelated to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.